Event description:
It was reported that loss of capture was observed on the right atrial (ra) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.